Manufacturer narrative:
(B)(4). Unable to evaluate the complaint, device not returned. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer's wife, (B)(6), is calling on behalf of the customer and customer's wife uses this meter to test her blood glucose as well. The wife's expected fasting blood glucose test result range is 95 to 106 mg/dl. The customer and customer's wife feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results from customer to customer's wife. Blood test performed by customer on (B)(6) 2015 produced test results of 115 mg/dl and blood test performed by customer's wife on (B)(6) 2015 produced test results of lo. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 06/21/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for test results performed: (B)(6). Adverse event not reported.